Event description:
It was reported that the pump declared an altitude alarm, leading to an elevated blood glucose (bg) level reading "high". The customer went to the emergency room and was subsequently hospitalized due to the high bg. Customer administered a bolus via the pump and was treated with intravenous fluids of insulin and saline while hospitalized. This treatment resolved the issue and no permanent damage to the customer was identified. At the time of the report, the customer had not yet been released from the hospital, and declined a follow up to obtain release date. The pump was replaced due to the altitude alarm and customer reverted to multiple daily injections (mdi) while awaiting replacement pump.